Event description:
It was reported that stimulation was in the wrong location. The patient was on the ¿prp¿ list, came into the office for a battery check and noted stimulation was not covering her feet. Reprogramming was attempted and there was unsuccessful coverage in the feet. Three contacts were out of range, 4, 12, and 14, upon impedance testing. The patient had fallen recently. The patient did not want a replacement but would like to have the stimulator removed at some point. She did not wish to proceed with the explant at the time of the report. The patient was reprogrammed and impedance testing was done. It was unknown if there was a product issue and if it was resolved, and the cause of the issue was unknown. Patient symptoms or complications associated with the event was pain at the feet, and patient status was alive, no injury. It was later reported that the patient was not receiving adequate relief. It was unknown w eather the fall was the cause of the lack of relief. Information regarding cause of event, if the device has been explanted, and patient outcome have been requested which were not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708120, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, lot# serial# (B)(4 ), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120,serial# (b)46) implanted: (B)(6) 2008, product type: extension. (B)(4).